Event description:
It was reported that the therapy was running without issue when the nurse noted the temperature probe was wrapped around the foley catheter. The nurse unraveled the foley catheter. But now the device would not start therapy as it was no longer reading the patient temperature. The nurse then moved foley temperature probe to bedside but it was still not reading the temperature. Mss explained that the thermistor might have been broken in the foley.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿sensor wire too weak¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). After use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not aspirate urine through drainage funnel wall. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the therapy was running without issue when the nurse noted the temperature probe was wrapped around the foley catheter. The nurse unraveled the foley catheter. But now the device would not start therapy as it was no longer reading the patient temperature. The nurse then moved foley temperature probe to bedside but it was still not reading the temperature. Mss explained that the thermistor might have been broken in the foley.